Event description:
According to the literature performed between february 2022 and november 2023, a study evaluated the effectiveness, complications, and safety of hemorrhoidectomy with ligasure compared to a conventional hemorrhoidectomy. The study included 54 patients who were divided into two groups of ligasure and f (non-medtronic) surgery, with 27 patients in each group. There were six patients with complications in the ligasure group and included burn wounds, anal stenosis, and fissures.

Manufacturer narrative:
Comparative study of complications and safety of hemorrhoidectomy with ligasure and hemorrhoidectomy with ferguson: a randomized controlled clinical trial / gangesh lal deo / international journal of current pharmaceutical review and research 2025; 17(3); 2166-2170 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.